Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 2.5 mmol/l at the time of the incident. It was reported that the ring from the reservoir was loose and that sometimes it stayed in place but a times it did not. It was reported that the customer was advised to monitor and call back if any issues occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label, pillowing keypad overlay and minor scratched lcd window.